Event description:
It was reported that the base ring of the stimloc burr hole cover was attached to the patient's skull. The reporter stated that mer (micro electrical recording) and test stimulation were conducted. It was reported that the lead was implanted using the micro drive. The reporter stated that the surgeon placed the inner clip in the base ring of the cover and closed the jaws but found that the inner clip was not holding the lead securely. The inner clip was removed and the surgeon tested the closing of the jaws. It was reported that he found the jaws to be securely closed. The inner clip was re-implanted but the surgeon again found that the closed jaws were not securing the lead. A replacement inner clip was used and was found to hold the lead securely. There was no injury to the patient. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
This event was found to be duplicate of manufacturer report #3007566237-2013-01350 .any further information will be reported in manu facturer report #3007566237-2013-01350.